Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump passed the delivery accuracy test at 0.08840 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer¿s blood glucose level was 198, 311,157 mg/dl. Customer's current blood glucose level was 268 mg/dl. Custom,ER's blood glucose level was 198 mg/dl at the time of incident. The drive support cap was normal. Troubleshooting was done. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.